Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was damage to the response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor's response buttons were non-functional.